Manufacturer narrative:
Approximate age of device: 10 months. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was explanted secondary to hemolysis. The patient had an elevated lactate dehydrogenase reported to be greater than 3600u/l.

Manufacturer narrative:
Thrombus was confirmed during evaluation of (B)(4). Examination of (B)(4) upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks observed along the tapered portion of the rotor, suggest that it was present while (B)(4) was supporting the patient. Although a cause for the formation of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient¿s hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: persistenet hemolysis despite interventions. Patient required pump exchange. Pump sent back to thoratec for inspection.